Event description:
It was reported to philips that the device had a self test failure. There was no patient involvement.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified during lab test. The problem was a leaky capacitor c2704 that caused ¿dfib failure¿. The capacitor was replaced with a known good one and the devices passed all test related to it.